Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were implanted to treat target lesion in the rca. During the procedure, plaque shi ft/carina shift occurred and was treated with implantation of two additional resolute onyx des in the rca. The patient recovered. The investigators assessment is unknown for this event.

Manufacturer narrative:
It was reported that during the index procedure 2 resolute onyx des were implanted in the rca for target lesion treatment, and not three resolute onyx des implanted to treat target lesion in the rca and three additional resolute onyx des to treat plaque/carina shift as previously reported. Treatment of a plaque/shift has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no plaque shift occurred. If information is provided in the future, a supplemental report will be issued.